Manufacturer narrative:
Lumenis investigated the reported events contacting the user facility to obtain patient information, treatment settings and patient photographs. The initial reporter stated that no employees or patients did not sustain adverse reactions. For documentation purposes lumenis has asked if the patients have healed, and the facility stated: "as of today we have had no reports of any injury or harm." A lumenis technical expert examined the subject device and confirmed reported malfunction. Review of product DHR showed it was manufactured according to relevant procedures, tested before release according to specifications. Additional info sep 28 2017: as part of remedial activity lumenis performed retro review of all safety complaints initiated between jan 01 2015 until jun 02 2017. A review of ligthsheer desire product risk file shows this is an anticipated risk (# 3.1.2.1 in risk file (B)(4)) which has been quantified and found to likely to lead to a serious injury if malfunction were to recur. Therefore, this complaint has been determined to be reportable per MDR decision tree. The risk has been characterized and documented as acceptable within a full risk assessment, therefore no corrective and/or preventive action is required. Should new information become available the complaint file will be reopened and updated accordingly.

Event description:
A user facility reported that their et handpiece of a lumenis lightsheer desire fired continually after pressing the trigger for a single pulse. No information regarding serious injury or medical intervention to preclude permanent impairment was received.